Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient underwent a pump exchange on (B)(6) due to a pump pocket infection. Driveline culture on (B)(6) was positive for pseudomonas. The patient was placed on chronic oral antibiotic therapy. Blood cultures negative were negative. The patient was readmitted on (B)(6) with bacteremia and was discharged home on (B)(6) on IV antibiotics. Wound debridement was scheduled for (B)(6). Wound culture was positive for recurrent pseudomonas. Decision was made to exchange the pump.

Manufacturer narrative:
A correlation between the device and the reported driveline and pump pocket infection could not be conclusively determined. The pump was returned assembled with the percutaneous lead (driveline) severed approximately 12 inches from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Driveline and pump pocket infections are listed in the instructions for use as potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.